Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained at the right common femoral artery. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was discharged on an unknown date with no clinical sequela reported. On (B)(6) 2013, the patient presented to the ER complaining of right groin pain and swelling. The patient also complained of bilateral lower extremity pain and difficulty with ambulation. A CT scan was performed of the patient's abdomen and pelvis which revealed a pseudoaneurysm in the common femoral artery with a "large" hematoma. It was also reported that the patient had a (B)(4) infection in the right groin. The physician noted that the patient required vascular surgery due to the infected arteriotomy which was reported as mynx related. No further information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.